Event description:
It was reported that the monitor power cycled on and off intermittently during a procedure. No errors reported. Monitor self reboots with no image. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a loose power cable. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed the event occurred in the middle of an esophagogastroduodenoscopy/colonoscopy procedure. The procedure was not delayed and was completed using the same device. The devices that were involved/replaced during the event were a serial digital interface cord and a power cord.